Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: carto 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4). Product: coolflow irrigation pump: us catalog # cfp002, serial # (B)(4). Product: halo xp electrophysiology catheter with auto ID: us catalog # d7t20282ct, lot # unknown. (B)(4).

Manufacturer narrative:
As the lot # 15954928l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures (B)(4).

Event description:
During a left atrial flutter procedure, it was reported that the patient¿s blood pressure dropped. An intracardiac echocardiography (ice) confirmed a pericardial effusion. A pericardiocentesis was performed. The status of the patient was stable at the time this event was initially reported. On (B)(6), received additional information requested from bwi representative stating that the physician¿s opinion regarding the causality of this event was due to the amount of force used to advance into the left atrial appendage (laa), looking for the left superior pulmonary vein (lspv).